Event description:
It was reported that the insulin pump stopped working. Customer changed out the battery and buttons are unresponsive. The insulin pump alarmed button error. The blood glucose reading is 121 mg/dl. Customer was trying to program the blood glucose and the numbers started ramping up. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.